Event description:
It was reported that patient was still having seizures, which have increased in the recent past. The patient's device was interrogated, and showed low battery. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Manufacturer narrative:
D1, d2, d4, d6a. Corrected suspect medical device, supplemental #1 report: changed device to lead in error, as suspect device should have remained the generator. F10. Corrected impact code and component code, supplemental #1 report: inadvertently added a040101 and g02025 coding, but this should not have been added as lead should not have been suspect device. H6. Corrected investigation findings and investigation conclusions, supplemental #1 report: inadvertently added c070603 and d02 coding, but this should not have been added as lead should not have been suspect device.

Event description:
Patient later went into surgery for a generator replacement. Impedance was normal prior to procedure in preop but surgeon says lead broke during surgery. The representative reported that it is unclear what happened to the lead. During the surgery, the surgeon said he was looking at the lead and it was in 2 pieces. He did not admit to cutting the lead. They did not check impedance during the surgery because the lead was in 2 separate pieces. No generator was opened or implanted on the day of surgery. Surgeon removed the lead and the lead was sent to pathology. Suspect device has not been received by manufacturer to date. No known additional relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
It was later reported that both the lead and generator were explanted on the day of surgery. Based on the data available, the patient's vns system diagnostics were within normal limits before the surgery occurred. Although the surgeon did not admit to cutting the lead, this is likely what caused high impedance, as impedance was within normal limits during pre-op interrogation. Information attempts have been made to the physician for additional information regarding the increase in seizures but no response has been received to date. Since diagnostics were confirmed to be within normal limits before surgery, it is unlikely that the lead fracture contributed to the increase in seizures which occurred before the surgery. Suspect device has not been received by manufacturer to date.